Manufacturer narrative:
The reported failure of a battery cell under-voltage condition within the internal lithium-ion battery pack is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction, patient involvement, harm, or injury. There was no reported patient impact, injury, or adverse clinical outcome associated with this event. During evaluation at the manufacturer's service center, the device event log contained a reportable err_tda_cell_under_voltage_int_battery_log_only error code. This error indicates a battery cell under-voltage condition within the internal lithium-ion battery pack. Further assessment by the service technician determined that the internal li-ion battery had experienced a permanent failure which would require replacement. No repair was performed. The device was disqualified from recertification and will be scrapped.